Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high out of range impedance measurements of greater than 2000 ohms along with oversensing of noise that was able to be reproduced with isometrics. There was no pacing inhibition. The cause of the out of range impedances and noise was unable to be determined. Thus a revision procedure was performed. When the physician was extracting the rv lead, a perforation occurred which led to an emergency pericardiocentesis and cardiopulmonary resusitation being performed. Thus the rv lead was surgically abandoned and the previous right atrial (ra) lead was moved to the rv due to no access on the left side and the patient's status. The pacemaker was also explanted as it was contaminated during the emergent procedure. No additional adverse patient effects were reported.